Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. (B)(4). PMA/510(k) from k821628 to n970012.

Event description:
It was reported that on (B)(6) 2014 during the implant of an ipp 700 inflatable penile prosthesis the accessory kit needle broke. It was indicated that the needle was inserted into the furlow insertion tool and that during insertion half of the needle pushed through the glans of the patient. It was then discovered that the needle was broken. To remove the other half of the needle the furlow insertion tool had to be removed from the patient and the thread was pulled in a reverse motion to remove the needle. Another needle (of the same type) was used from the accessory kit to complete the procedure; the patient was successfully implanted. It was reported that the furlow insertion tool is owned by the hospital. The needle was disposed and is not available for analysis. No patient complications were reported in association with this event.